Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming options and to perform defibrillation threshold (dft) testing. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).